Event description:
Although the following incident occurred in november 2004, it was not reported to an instrumentation laboratory co.employee until march 2005. Per the customer, the incident involved two patient death in a short period of time from incorrect heparin dosages. Apparently, the staff did not follow their protocol to check for any pending results/samples runs every hour, which resulted in greatly prolonged reporting of results. As a consequence, the nursing staff erroneously administered one patient 100x and another patient 1000x the usual heparin dosage. The aptt sample was drawn after at least one of these incorrect dosages of heparin was given. The acl advance in use at the time gave "coag errors" for these patients with no erroneous results reported.